Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported four months following photo refractive keratectomy (prk), a patient had scar tissue and decreased best corrected vision (bcva) in the right eye due to previous ulceration. The patient reported blurry vision. Additional information has been requested.